Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 162 mg/dl and the sensor glucose was 180 mg/dl at 3:57 am and at 3:30pm sensor glucose was 55 mg/dl and blood glucose was 84 mg/dl. The customer had blood glucose of 120 mg/dl yesterday.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 86 mg/dl and the sensor glucose was 40 mg/dl. Insulin delivery was suspended due to sensor values. Customer stated the other blood glucose value was 165 mg/dl, 87 mg/dl, 120 mg/dl, 112 mg/dl, 126 mg/dl, 211 mg/dl, 136 mg/dl, 274 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.